Event description:
A customer reported that opthalmic operating console during the cataract surgery exhibited a problem that pieces of nucleus would fall off the tip during phacoemulsification very often and faint beeping sound from the system. The patient had iris to shutter each time and iris was moving a lot more than usual during surgery. Procedure was completed on the same day. The current outcome of the patient condition was unknown. This complaint is pertaining the first of two reports received from the same facility. This report pertains to ophthalmic operating system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. However, the ultrasound diathermy component was replaced as a preventive measure and was returned for testing on this investigation. However, when the system was tested, the representative found that it met product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The ultrasound diathermy component was received for testing on this investigation. This returned sample was tested for various functional and visual aspects. In conclusion the reported event was unable to be replicated through various test methods performed. The system was found to meet specifications (and the returned product also met specifications). Therefore, the root cause of the reported issues remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.